Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during preparation of an intraocular lens (iol) implant procedure, after the company viscoelastic solution was inserted through the port for the introduction of the viscoelastic solution, the locking mechanism was removed, and the speed control lever was activated. After which the piston went past the lens and the lens was clamped with the separation of part of the haptic element. Additional information has been requested but is not available at the time of this report.